Manufacturer narrative:
Follow-up #1: date of submission 3/10/16. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2016 with the following findings: unable to duplicate the complaint, pump information for the complaint is overwritten. No defect found. The black box starts on (B)(6) 2016. The bb date for the prime issue on (B)(6) 2015 has been overwritten due to continued use of the pump. The available black box shows ¿loss of prime¿ warnings associated with pump not primed after rewind and load cart during a cartridge change on (B)(6) 2016; no valid loss of primes were observed. An ezprime and 24 hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. The tdd¿s add up correctly and reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces was observed. No evidence of internal moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose (bg) over 600mg/dl with extreme thirst, nausea, and trace ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.